Event description:
A customer reported an uncut flap during flap creation procedure. There are multiple related reports for this event. This report addresses unknown patient unknown and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an uncut flap during flap creation procedure. There are multiple related reports for this event. This report addresses unknown patient unknown and other manufacturer reports will be filed.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr), opened september thirteen, twenty thousand twenty-one, in response to prior similar reported events. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. While the company service representative noted aberrations on the flap, there is no indication that this was due to or contributed to a nonconformity. As a preventive measure, the surgical focusing module, the light engine thermal pad, and the optical coherence tomography (oct) driver thermal pad were replaced. As part of an unrelated retrofit, the system software was updated. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).